Event description:
The dealer states the left front caster is bent under and has bent the walking beam.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.